Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported that the patient has a loss of stimulation in certain body positions that is related to positional movement. The patient stated they noticed changed for the last couple of months (2018), they don't feel it in their legs especially at night. The patient is having a lot of pain at night, but right now they can feel it. If the patient is in another position "they might feel it". The patient reported having 2 falls, saying that one was where she fell and broke 4 ribs in (B)(6) 2016. The doctor checked the ins and said there was no damage to the ins, and then the other fall was "(B)(6) morning of 2017" and said she didn't break anything, but "just had a lot of bruising" and said that she doesn¿t think the doctor check the device at that time. The patient stated that she "started out at 3.2 v and has moved it up to 3.6 v, but the patient still doesn't feel it when they are laying down. The patient said she has moved to different programs for whether she is standing or lying down, and says that one where she is lying down is the one where she doesn't feel the stimulation. The patient mentioned she feels a jolt "like it really stimulates just for a few minutes then goes back to normal, and says it "probably started this year sometime", but isn't sure if it was last year or this year. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.